Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). The customer performed several maintenance actions to address potential inaccuracies that also happen in quality control, including desproteinization, needle activation, water and waste reservoir cleaning, air/water calibration, and recalibration of quality controls. Despite these actions, the discrepancies persisted. A field service engineer (fse) performed hydraulic system decontamination with warm water. After that, the customer was able to proceed with calibration and control, passing within the specified ranges. The investigation is ongoing.

Event description:
There was an allegation of a questionable phosphate ver.2 result from the cobas c 111 analyzer for 1 patient. The initial result was 9.2 mg/dl, and the repeat result was 7.2 mg/dl. At a different laboratory using an unspecified analyzer, the result was 4.3 mg/dl.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the root cause is most likely related to a contamination issue, which may be caused by a lack of water and waste container maintenance, leading to possible tubing contamination. After the hydraulic system decontamination, no further complaints regarding results discrepancy were reported.